Manufacturer narrative:
Additional information: upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a dkma declaration which reported the following information: a customer reported that the adc freestyle libre sensor did not attach when applied. As a result, on(B)(6)2020, the customer reported a medical event that required "medical or surgical treatment." No further information is available due to "lack of customer content" in the received user report. No contact information was provided to adc, therefore adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a dkma declaration which reported the following information: a customer reported that the adc freestyle libre sensor did not attach when applied. As a result, on (B)(6) 2020, the customer reported a medical event that required "medical or surgical treatment." No further information is available due to "lack of customer content" in the received user report. No contact information was provided to adc, therefore adc is unable to attempt any follow-up activities related to this event. There was no report of death or permanent injury associated with this event.